Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received an inappropriate therapy shock due to oversensed noise in the right ventricular (rv) channel. The patient was checked in clinic and all electrical measurements were checked and no abnormalities were noted. However, stored electrograms (egm) revealed the rv lead exhibited high out of range shock impedance measurements and oversensed noise in multiple episodes. Boston scientific technical services (ts) discussed the integrity of the rv lead could be compromised. The noise was unable to be reproduced; nevertheless, the physician elected to surgically abandon the lead and implant a replacement. No additional adverse patient effects were reported.